Event description:
It was reported that two posterior spinal rods were broken post-op. Additional information has been requested. No patient injury was reported.

Event description:
Additional information received reported that the patient underwent a revision surgery approximately 1 year post-op. At the level of rod breakage, fusion was incomplete.

Manufacturer narrative:
(B)(4): a single ap x-ray showed complex revision construct at t10-t11-t12 with crosslinks attached to l2-l3-l4-l5 construct with apparent large corpectomy grafts at t12-l2. Right side rod is broken below t1. Left side rod is broken above lateral connector between l2 and l3.

Manufacturer narrative:
(B)(4): no device, nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the event.